Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited a longevity of less than six months. Then the device longevity was 1.5 years. Programming options were discussed; however, no actions were taken and the patient would continue to be followed. No adverse patient effects were reported. The device remains in service.